Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that when restarting the navigation system would restore functionality. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system could not observe the trackers on the imaging system. It was reported that the issue occurred on the confirmation image acquisition, therefore navigation was not needed at that time. There was a reported delay to the procedure of less than 5 minutes due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. No additional information was provided.